Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected turbine assembly is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected turbine assembly for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable and motor fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine speed test failed. The customer reported there is no patient involvement associated with the event.